Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received 38 closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep). Review of the batch manufacturing record showed this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with monoplus suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of ep/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed.

Event description:
It was reported that there was an issue with monoplus violet suture. During a vaginal hysterectomy procedure, the suture was noted to have broken easily during knotting. The patient outcome was good. The facility was not satisfied with the sutures and complained that there had been "multiple incidents"; however, the instances had not been documented and specific details were not recalled by the physician. Additional information was not available.